Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor (cgm) signal loss with the ilet bionic pancreas, characterized by intermittent disconnections at night that later reconnected after approximately an hour. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary loss of cgm data availability on the ilet. User support included customer education and troubleshooting, including guidance to toggle the cgm setting, reselect the cgm, and reenter the pairing code to restore communication. Investigation of this case revealed that the cgm-to-ilet communication intermittently failed, consistent with signal loss events, with successful reconnection and no evidence of device damage. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with transient communication disruption.